Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed but the physician could not draw back any fluid. The pump will be scheduled for explant.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the pump was explanted on (B)(6) 2016 and will likely be returned for evaluation once it's released from the facility.